Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the ventilator was not in use on a patient at the time of the reported event

Event description:
It was reported that the e360 ventilator had a leakage problem. Patient involvement information was not provided by the customer. The ventilator was evaluated by a third party service engineer and the customer reported issue was confirmed. The service engineer reconnected a loose oxygen hose and the issue was resolved. The ventilator worked normally.